Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated, a suprarenal, and a limb extension. Upon follow up, physician became concerned about thrombus that has developed in the middle of the graft. Patient is doing well, and the aneurysm sealed.

Manufacturer narrative:
Based upon the clinical findings, the reported thrombus has been confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event was inconclusive based on the investigation. The clinical review did not identify a device issue. However, cautionary product use conditions that might have contributed to this event included moderate calcifications at the bifurcation and iliacs. Patient factors that might have contributed to this event included current tobacco use.